Event description:
The patient has been less responsive to sound beginning approximately 2-3 weeks ago. He complained on februrary, of 'funny noises' and a painful sensation at the implant site (however this was sponstaneously resolved). The patient was seen at the clinic in march 05 where testing confirmed that the device has malfunction. New external equipment did not alter the situation.